Event description:
This complaint is from a literature source. It was reported that one patient suffered pericardial bleeding (240 ml) starting immediately after pericardial puncture, which was managed non-operatively. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Other adverse events were reported in this article: 1 patient pleuro-pericardial fistula and pericarditis. Title: ¿epicardial phrenic nerve displacement during catheter ablation of atrial and ventricular arrhythmias: procedural experience and outcomes¿. The purpose of this study was to report procedural experience as well as acute and medium term outcomes in 13 patients with debilitating atrial and ventricular arrhythmias originating in close proximity to the phrenic nerve (pn) where pn displacement was used to assist with catheter ablation. The study was conducted between from january 2008 to december 2014. Suspected device is navistar, however catalog and lot number are unknown.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: multipolar mapping catheter (pentaray), thermocool, thermocool sf, thermocool smarttouch ablation catheter, carto 3 mapping system. Other company¿s devices were used during this study: inflated vascular balloon (nmt medical, (B)(4)), esophageal balloon (hercules 3 step 18-20 mm esophageal balloon (cook medical), steerable sheath (agilis, st. Jude medical). (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same article. Manufacturer's ref. No: (B)(4). The device was not returned to bwi.